Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic with an alert stating possible output circuit damage. A capacitor maintenance was performed, but the charging aborted. Analysis of the device indicated damaged output circuitry. It is believed the lead shorted causing a low impedance path that resulted in damage to the output circuitry.